Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician inadvertently advanced the pusher rod instead of the entire system.

Event description:
Access and deployment of a 25-16-140bl bifurcated device were uneventful. During deployment of a 28-28-75l infrarenal proximal extension, the physician inadvertently advanced the pusher rod instead of the entire system. Three stent segments were unsheathed. During the attempt to resolve, the proximal extension popped out and landed above the renals. Attempts to pull the proximal extension down were unsuccessful. The patient was converted to open repair and tolerated the procedure well.